Manufacturer narrative:
The valve remains implanted and is not available for return. A DHR review was performed on the work orders related to the manufacturing of the devices and components that could potentially contribute to the event. The review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. As the event was unable to be confirmed, a lot history review and complaint history review are not required. The instructions for use (IFU), device prepping manual, and training manual were reviewed for instructions relating to the observed events. Visually inspect device components for damage. To prevent possible leaflet damage, the thv should not remain in the expandable sheath for over 5 minutes, as leaflet damage may impact valve functionality. Disengage the balloon lock and retract the flex catheter to the center of the triple marker. Determine the position of the thv. Verify the correct position of the thv with respect to the target position. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Ensure that the thv is correctly positioned between the markers and the flex catheter tip is over the triple marker. Unlock the inflation device. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the thv by inflating the balloon with the entire volume of the contrast medium in the inflation device. Keep the balloon inflated for 3 seconds and confirm that no contrast medium remains. Deflate the balloon after thv deployment. Turn off the pacemaker when the delivery system balloon has been completely deflated. There are two major options for the operator if the valve deployment is not appropriate or if the hemodynamics of the patient have deteriorated. Namely, the operator performs bailout procedure, tav in tav (implantation of a transcatheter aortic valve into a transcatheter aortic valve), or converts to open heart surgery. The patient population for which the device is indicated for use is high-risk by nature; thus, emergency medical care is needed in case of the above. Tav in tav is considered if the operator judges that tav in tav is the only treatment as a life-saving measure. To maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Tee should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). Paravalvular leak ¿ valve too high and skirt unable to seal at annulus. Central regurgitation ¿ secondary to wire, frozen leaflet/native leaflet overhang. Management depends on etiology. Stabilization of hemodynamics is a priority and management can include post-dilation or surgery. No IFU/training deficiencies were identified. During manufacturing of the edwards sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, a moderate regurgitation was detected post deployment of 1st valve at 90:10 aortic/ventricular position. Attempts were made to resolve the issue, which include removing the guidewire and performing post dilation, but without success. As a result, a 2nd valve was implanted within the 1st valve at 80:20 aortic/ventricular position. The regurgitation went away afterwards. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, and valve under-sizing. Given the native annulus area measurement (370mm2), it appears that a correct valve size (23mm) was selected. Assuming the measurement was done correctly, this indicates that regurgitation as a result of improper valve sizing is unlikely. Additionally, since the native aortic valve was mildly calcified, so the regurgitation was unlikely to be related to calcification. While it was unknown whether the regurgitation was transvalvular or paravalvular in this case, based on the given information, malposition of the valve may have contributed to this complaint. When the valve was deployed too aortic, the seal between the valve and target site could be compromised leading to pvl. This may explain why the initial troubleshooting does not work until the 2nd valve deployed at lower position (80:20 a/v). As such, available information suggests that patient factors (not provided) and/or procedural factors (malposition) may have contributed to complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case the valve was deployed in the targeted position at 90:10 (aortic/ventricular) position. Post deployment, moderate transvalvular leak was observed, (8 o¿clock direction on echo). The guidewire was removed and there was no change in the regurgitation. It was suspected the regurgitation may be paravalvular and therefore post-dilation was performed with no improvement. The physician performing the echo determined it was most likely transvalvular (central) leak, and a decision was made to place a second valve. A 2nd valve was deployed at 80:20 (aortic/ventricular) position where it was below half of a marker from the 1st valve. The transvalvular leak resolved and aortography indicated 1+ regurgitation.